Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the antenna heating remained undetermined. The hcp noted that they did not see the burn in person but only through a photo with them unsure that the issue was skin burn. The exact implant date was unknown but was performed in (B)(6) 2017 with the patient supposed to visit outpatient a few times after. The recharging frequency and hours are unknown. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that there was an anomaly of the recharger. Specifically, the patient had their skin burn when using the antenna with an adhesive disc. It was unknown how the patient used the recharger and no actions/interventions were performed. The patient is still using the recharger with the cause of the issue currently being investigated. The issue was unresolved at the time of the report and no further complications are anticipated.